Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04317. It was reported the pt had some warmth and discomfort at the ipg site while recharging the ipg. A replacement charging system was sent to the pt. Follow up identified the replacement charging system communicated with the ipg and the pt did not experience any warmth.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.